Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was confirmed via review of the provided photographs. Method & results: -product evaluation and results: the reported devices were not returned; however, photographs were provided for review. The photographs show a recently explanted stem, femoral head, and poly liner. The stem shows significant wear or "pencilling" of the trunnion. Wear si also observed on the head. The liner exhibits damage consistent with explantation tooling. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to trunnion wear. The subject device has been identified to be within scope of nc and CAPA . Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's left hip was revised due to trunnion wear (reported as 'bird beaking'). The stem, head, and liner were revised. There were no allegations against the revised liner. Rep confirmed that no further information will be released by the hospital or surgeon.